Event description:
It was reported that the patient experienced a hypoglycemic event while using the iLet Bionic Pancreas, with no reported correction insulin, no recent physical activity, no new medications, and no recent supply changes, and the patient subsequently overtreated the low which led to hyperglycemia. Symptoms included low glucose with urgent low, urgent low soon, and low alerts. Outcomes included self-treatment with oral glucose. Troubleshooting and education were completed. Investigation included a review of available event details. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.